Manufacturer narrative:
(B)(4). Concomitant medical products: us157850 m2a-magnum pf cup 50odx44id 256990, 103202 taperloc por fmrl 7.5x135 885900, 139252 m2a-magnum 42-50mm tpr insrt-6 570700. The complaint cannot be confirmed as no surgical notes or x-rays were provided. The device history records for were reviewed and identified no deviations or anomalies. A definitive root cause cannot be found based on the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right hip revision arthroplasty due to pain, metal poisoning, and metallosis caused by metal debris approximately seven years post right total hip arthroplasty. No additional information was provided.